Manufacturer narrative:
(B)(4). Concomitant medical products: femoral head sterile product do not resterilize 12/14 taper, pn unknown stem, ln unknown, liner 10 degree elevated rim, pn 00631005028 ln unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent initial left hip arthroplasty on an unknown date. Subsequently, the patient suffered trochanteric bursitis. No revision has been reported till date. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Unknown cup, pn unknown, ln unknown this follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes. Office visit note dated may 17, 2018 confirmed the left hip trochanteric bursitis. X-ray review demonstrated that no evidence for hardware failure or loosening for the left hip. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.